Event description:
A dimension rxl max w/hm operator was splashed in the eye with the contents from a waste cuvette. This occurred when the operator was addressing a film jam during the replacement of a new film cannister. It is unknown if the operator was wearing personal protective equipment (ppe) during the time of the event. The operator was checked by a physician, who found no problems. No medical treatment was required and there were no reports of harm to the operator due to the cuvette contents being splashed in her eye.

Manufacturer narrative:
The dimension rxl operator's guide contains the following warning: "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures". The operator was performing work that required the removal of an instrument cuvette. The instrument is performing according to specifications. No further evaluation of the instrument is required.